Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced the delivery of inappropriate shocks due to oversensing. The xiphoidal incision was also noted to have eroded and was infected. Air was thought to be entering into the wound and causing oversensing. At this time the physician is allowing the patient to heal and the s-ICD remains in service. No additional adverse patient effects were reported.